Event description:
During posterior vitrectomy, lensectomy surgeon noted metal fragments in pt's right eye. These had not been there pre-op. User believes these were shed from the device hand piece or tip. The 15 degree tip was used during pt's surgery.